Event description:
It was reported that two patients sustained third degree burns to the legs following ipl treatment with the lumenis m22 laser.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected root cause of the events reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding double pass over the treatment area in contradiction to subject device training and device labeling to be the root cause of the events reported.